Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, a suture break occurred. The device was removed and hemostasis was achieved by requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. Review of the device history record did not provide any findings relevant to this report.